Event description:
Patient was undergoing right shoulder arthroscopy and rotator cuff repair. A 4.5mm push-lock anchor was attempted to be seated when the tip of the anchor became dislodged and was floating around the subacromial space. Attempts were made to suction it out, but it disappeared. Repair of the rotator cuff continued. Before closure, the c-arm was brought in to locate the anchor tip. The suction line was also checked and the tip was found in the filter of the suction tubing.